Event description:
The customer reported this unit had no ECG signal during a shift check. The device displayed an fe failure, a system failure cycle power screen message alert, and a print lot error code 20004. There was no report of patient involvement.